Manufacturer narrative:
Visual inspection of the returned locking screw identified no obvious damage. Measured dimensions were conforming to print specifications and the screw passed testing with the appropriate thread gauge. The articular surface was not returned. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the locking screw for the lcck articular surface would not engage into the tibia.